Manufacturer narrative:
Event upon follow up it was reported the patient experienced cardiac arrest. The same day the patient passed away. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. It was reported the patient was not recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event after fifteen days from the onset of event. After ten day of being hospitalized for the event, the patient was discharged from the hospital. The patient was treated with vancomycin injection (discontinued, 2g, for 3 days, route and frequency were not reported) and tobramycin injection (discontinued, 40 mg, for 14 days, route and frequency were not reported) for peritonitis. After twenty-one days, pd catheter was removed, pd therapy was stopped and the patient was switched to hemodialysis twice a week. At the time of this report, the patient was discharged from the hospital and was recovering from the event. No additional information is available.